Event description:
The pt reportedly experienced loss of sound and loss of lock. Testing of the device revealed it was not functioning. The pts device was explanted and the pt was reimplanted with another cochlear implant.